Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated that the insulin pump was unable to prime after it was dropped. The customer stated she connected to the insulin pump and she received 60 to 80 units of insulin due to the prime anomaly. The customer later called and stated she was hospitalized for low blood glucose. No blood glucose reading was reported.